Event description:
A user facility reported that tip of a catheter was found in the incision, post discharge after shoulder surgery. There is no information to indicate a serious injury occurred. The catheter is a component that is contained in a local anesthesia kit, which is used for post-op pain control.

Manufacturer narrative:
After multiple attempts, curlin was unable to obtain additional information related to the event, including model and lot information for the device. The catheter is assembled into a convenience pack along with other kitted components. The catheter in the kit is supplied by another device manufacturer, micor, inc. A conclusion for the break cannot be made by curlin medical. Curlin medical has forwarded the event information to the catheter manufacturer.